Event description:
It was reported by service report that the side rail was broken in two and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the broken siderail assembly.